Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Patient's demographics was not provided.

Event description:
It was reported that the IV tubing set leaked during a chemotherapy infusion. There was no patient impact.